Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a fluid leak resulting from a damaged cannula. A tear in the exposed portion of the soft cannula was identified. Due to the tear, fluid was unable to successfully pass through the fluid path. No damage was observed in the formed needle, and none were noted in the reservoir. The downloaded data showed no signs of struggle or pulse width increase that would indicate the pod failed to deliver insulin. No other defects or damages noted. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 23.3 mmol/l (420 mg/dl) after wearing the pod between 36 and 48 hours on the leg. Patient's mother reported that his bg levels continued to rise, even with the correction boluses that were being delivered. She also observed "pus" or "a white substance around the pod", and stated there was insulin leaking from the device. Patient's ketones were measured using a blood keytone meter, and they were reported to be 0.7 mmol/l (13 mg/dl). As treatment, a new pod was applied.